Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction - h6 - code of "4411 - syncope/fainting" for health effect - clinical code should have been "4582 - no clinical signs, symptoms or conditions".

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17022. It was reported that a patient presented on (B)(6) 2021 after suffering from syncope, along with their right ventricular lead experiencing loss of capture. Upon interrogation, it was noted that the lead was also experiencing high capture thresholds. The physician elected to reposition the lead, but during the procedure it was noted that the helix would not re-extend. The physician explanted this right ventricular lead and decided to implant a new lead. While positioning this lead, it was noted that this new lead was still experiencing loss of capture. The second lead was explanted and replaced without further complications. The patient was stable throughout.